Manufacturer narrative:
Additional information: to date, we have still not received the product for evaluation or the lot number of the product. While we are unable to confirm the lot number associated with this complaint, a review of sales to this facility has been performed, and all lots of this product number sold to the customer in 2016 were reviewed. No discrepancies related to the reported complaint were noted. If additional information is received in the future, the file will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Device misfunction. Air is coming out from the drip chamber to the patient line. The external ventricular drain has been replaced. No patient consequence was reported. No consequences to the patient. Another like device was used.